Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review revealed no previous service events as the device was in new manufacture condition. A device history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. There was no preexisting hernia event prior to the start of the pd therapy. It was determined that the homechoice (hc) device did not have any overfill events. Sometime, during the following month, the hernia was surgically repaired. At the time of the report, the patient was fully recovered from the hernia. The pd therapy was ongoing. No additional information is available.